Event description:
On november 9, 1998, safeskin corporation was served with a lawsuit. Plaintiff's claim alleges that plaintiff experienced severe pain and suffering, sensitization to latex, which has caused restrictions in her life regarding where she can go and what she can do to avoid situations where any latex is present. She has and will in the future suffer mental strain, emotional stress and loss of enjoyment of life. Product is not specified.